Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on the medical records provided. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. As reported, "approximately 7 days post thv in non-edwards mitral ring, the 29mm sapien 3 valve and ring were explanted. The decision was made to explant the valve as strut was caught on a neo cord of the ring which created a jet and hemolyzed." Per additional information received, "the implanter was satisfied with the valve position, which was estimated to be approximately 70% in the ventricle and 30% in the atrium. A deeper ventricular placement would have been preferable." In this case, it was likely related to valve positioning an deployment technique, leading to the strut interacted with "a neo cord" on pre-existing ring. Available information suggests that procedural factors (valve positioning and deployment technique) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Lvot obstruction in patients who undergo transcatheter mitral valve replacement is a well-recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases, lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest/indicate that entrapment of the papillary chordal muscles within the previously implanted sapien transcatheter valve resulted in significant anterior displacement of the involved chordae. This anatomical distortion led to a high-velocity jet through the left ventricular outflow tract (lvot), compounded by elongated mitral valve leaflets and a prominently displaced anterior leaflet. These structural interactions contributed to dynamic lvot obstruction. The combination of stent-induced chordal entrapment and abnormal mitral leaflet morphology was identified as the underlying mechanism for intravascular hemolysis and the subsequent hemolytic anemia and caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist (fcs), approximately seven days post thv in non-edwards mitral ring, the 29mm sapien 3 valve and ring were explanted. The decision was made to explant the valve as strut was caught on a neo cord of the ring which created a jet and hemolyzed. A new surgical valve was placed successfully. Follow up with the fcs indicated that the implanter was satisfied with the valve position, which was estimated to be approximately 70% in the ventricle and 30% in the atrium. Post-implant, mild paravalvular leak (pvl) was observed, prompting a post-dilation with balloon aortic valvuloplasty (bav). Subsequent transesophageal echocardiography (tee) showed only trace pvl, with no additional findings of concern. It was later communicated by staff that the 29mm sapien 3 valve had to be explanted. Upon follow-up with the surgeon, it was confirmed that the valve strut had become entangled with the chordae tendineae. Per medical record review, imaging revealed left ventricular outflow tract (lvot) obstruction, with a resting gradient of 47 mmhg and 62 mmhg with valsalva. Echocardiography demonstrated entrapment of the papillary chordal muscles within the previously implanted sapien valve, resulting in significant anterior motion of the entrapped chord and a high-velocity jet through the lvot. This was considered the likely cause of hemolysis. No septal shunting was observed. On post-operative day seven, the 29mm s3 valve and mitral ring were explanted via redo sternotomy and replaced with a 31mm non-edwards valve. Intraoperative findings included partial incorporation of the valve in a seemingly appropriate position but there was also elongated mitral leaflets and a prominent anterior leaflet contributing to lvot obstruction. The combination of valve stent interaction with the papillary chordae and leaflet anatomy was determined to be the etiology of both hemolysis and hemolytic anemia.